Manufacturer narrative:
No conclusion code available. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis. Burn marks to the main pcb were revealed during analysis.